Event description:
The customer indicated that they had a propaq cs monitor that gave an error message and then the stopped working. This problem occurred during transport. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.